Event description:
The rptr did back to back blood glucose tests, within 10 minutes of each other, using different finger sticks. Rptr's results were 157 and 92 mg/dl, and 205 and 105 mg/dl. Rptr did not have any symptoms. On follow-up, a control test was high, outside of range. Using a new vial of test strips, a control test was in range. The rptr receives supplies through the mail and suggested that shipment may have been exposed to extreme high temperature in mailbox, and will seek alternative source. No harm was alleged.